Event description:
Pump was used on a 10-month-old infant at 50ml/hr when an infiltration developed. Reportedly, the child's forearm and upper arm swelled as a result. The arm was described as severly edematous and red in color in the nail beds. The pt was able to move her digits. The IV was discontinued and an application of a warm pack was the only intervention. It was reported that the IV site noted to be edematous earlier, however the IV was not discontinued until 30 mins later when the swelling was more severe.